Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and a recent increase in pacing impedance. It was noted that the threshold was consistent with historical measurements and the impedance had been stable over the past two weeks. The lead remains in use. No patient complications have been reported as a result of this event.